Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had a pump put in "last month" and shortly after, the patient went on a cruise from (B)(6) 2016 through (B)(6) 2016. While on the cruise, the patient discovered a pimple on the back incision, so they popped it and then the wound opened to the point where the catheter anchor was visible through the incision. They put the patient on antibiotics and "washed it out real good" then programmed the pump to stop pump or minimum rate mode. It was unsure which as the patient stated that they turned the pump off. They did surgery this past monday and stitched the patient up. Thought they pulled the catheter free from the pump, but it was unclear exactly what was done as all the information was from the patient and operation notes. The plan was to watch for meningitis and put a new catheter in once they knew she was clear of any possible infection. No other symptoms were noted.